Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (performa system), is related to case with patient identifier (B)(4) (aviva system).

Event description:
On (B)(6) 2018, the patient received the following results, with two different meters, within 10 minutes. At 12.30 p.m., the blood glucose result was 3.3 mmol/l on the aviva insight system. She then proceeded to check her blood glucose levels every 10 minutes for the next 30 minutes and the blood glucose results were fluctuating between "2.1 mmol/l to 3.3 mmol/l" on the aviva insight system. At the same time, the performa nano system gave a blood glucose result of 5.4 mmol/l. The performa test strip lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.